Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No additional information was provided.

Event description:
It was reported from the affiliate in (B)(6) that the inflow tubing fms vue device had a water leak during installation. No additional information is available. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the event occurred during opening for a rotator cuff repair arthroscopy procedure. There was no surgical delay. There was no patient consequence or impact to the user. There was no surgical intervention planned. There was an alternative product readily available.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, the tubing was pierced ,a water leak occurred during the installation. The complaint device was received and evaluated. Visual inspection reveals a section of the inflow tubing is damaged, a slit could be observed near the expansion chamber. The functional test could not be performed due to damages in the tubing. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to the handling of the device at the moment when the tubing is placed into the roller pump, the tubing could have grabbed by the edge of the rolling part, however this can not be conclusively determined. A manufacturing record evaluation was performed for the finished device 7563 number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.